Manufacturer narrative:
An event of device migrated into the left ventricle/ left ventricular outflow tract was reported. The anatomy of the left atrial appendage (laa) and choosing the incorrect size device are possible causes for device migration or embolization. Information from the field indicated that based on the measurements of the defect, the incorrect size amulet could have been chosen for the procedure. A returned device assessment could not be performed as the device and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined but may have been due to the use of a smaller occluder. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device the left atrial appendage dimensions were 17mm x 23mm. Please note per the instructions for use, the correct size device for a 17mm x 23mm defect would be a 9-acp2-010-028.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was implanted in a patient. The left atrial appendage dimensions were 17mm x 23mm through transesophageal echocardiogram (tee) and fluoroscopy images. The procedure was successfully completed, and the patient went to the intermediate care unit (imc) for post-procedural monitoring. Two hours later, a transthoracic echocardiogram (tte) was performed, and it was seen that the device was dislocated and embolized into the left ventricle / left ventricular outflow tract. The patient was in stable condition without hemodynamic abnormalities and was sent to a emergent cardiac surgery center for surgical device explanation and closure of the defeat. The cause of the device embolization was unknown. The patient was stable in the intensive care unit (ICU).